Event description:
It was reported through a research article that between august 2016 through april 2022, 1,031 patients underwent a mitraclip or triclip procedure to treat tricuspid regurgitation (tr). At the one year follow up, the mitraclip or triclip may have caused or contributed to death or recurrent tr. Additional information is listed in the attached article, titled ¿temporal trends in characteristics of patients undergoing transcatheter tricuspid edge-to-edge repair for tricuspid regurgitation.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip implantation were reported in a research article in a subject population with multiple co-morbidities including chronic dialysis, diabetes, previous cardiac surgery, previous tricuspid valve surgery, transtricuspid lead, atrial fibrillation or flutter. Complications reported included off-label use, recurrent tricuspid regurgitation, death; these complications are anticipated for the procedure and subject population. Off-label use was associated with use of the mitraclip clip delivery system on the tricuspid valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled "temporal trends in characteristics of patients undergoing transcatheter tricuspid edge-to-edge repair for tricuspid regurgitation".